Event description:
We purchased the mighty bliss heating pad in 2020 from amazon, lot number: 200902. (We saw some lot numbers in this brand were recalled in 2023, but our lot number was not originally included.) Last night when plugged into a normal outlet, the top of manual controller sparked brightly twice and almost burned the carpet. It seems that this burned through the cord connection right where the cord meets the controller. The surge blew the fuse and knocked out the power to the entire side of that house.